Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, on initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was good.